Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: bending section cover was scratched, adhesive on the bending section cover was chipped, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured, and the video connector case was cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6). Added here due to character limitation in respective field.

Event description:
The customer reported to olympus that the videoscope doesn¿t show up when plugged into the main unit. The issued occurred at preparation for use during an unknown therapeutic procedure. The procedure was completed. There patient did not have implanted devices. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: inspection methods for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.